Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & silicone migration.

Event description:
Patient reported left side the implant burst and silicone was found in the lymph nodes (captured as rupture and silicone migration). The device has been explanted.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Patient reported "I was seriously affected by my health when this material had moved from the prostheses that were bursted to my ganglia (lymph nodes), I was explanted." This record is for the left side. The device has been explanted.